Event description:
Per the audiologist, the patient has a thick skin flap and the patient reported a decrease in performance and magnet retention issues. An integrity test done in 2009 was unable to connect to the internal device. The results of a repeat integrity test done two weeks later indicated normal device function however, with pressure applied to the external magnet. The patient was explanted at approx three weeks later, and the patient was reimplanted with a new device during the same surgery.